Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Reference manufacturer report number 1314492-2023-03274 for the second pump involved in this event.

Event description:
It was reported that a spectrum pump had an inaccurate flow rate during magnesium sulfate and normal saline therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.